Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine 45-day follow-up examination, a transesophageal echocardiogram (tee) revealed a thrombus on the top of the device. The patient was on pradaxa medication and continued therapy. The patient returned for a second follow-up 49 days later, and the thrombus was still present. The patient continued use of aspirin and pradaxa medication.